Event description:
The lay user / patient contacted lfs in 2009 alleging inaccurate low readings on her one touch ultralink meter. A medical surveillance specialist (mss) spoke to the patient on august 25, 2009 and obtained the following information: the patient mentioned that on the night of the day prior to original date, she tested her blood glucose and obtained a low reading of 52 mg/dl. Due to the low reading, she retested several times after and obtained a 75 mg/dl, 78 mg/dl and 56 mg/dl. She did not exhibit any symptoms at the time of testing. Due to the low reading, the patient took glucose tablets and 30 minutes later, tested on a back up ultralink meter and allegedly obtained a result in the 300's and not 133 mg/dl as first indicated on the call. The patient then reportedly immediately began to develop symptoms of stomach ache, thirsty and feelings of lethargy. She denied having a headache. She then treated herself with insulin and stopped testing on the subject meter and is currently only testing on her back up meter. The patient did not seek any further medical attention or contact her physician for assistance. The technique of applying blood on the test strip was correct. The meter was coded properly and the test strips were not expired. The meter was replaced. The complaint is being reported since due to the low reading, the patient treated herself with glucose tablets and shortly later developed symptoms of high blood glucose and had to treat herself with insulin for a result of the 300's.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.